Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer phone = (B)(6). E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the drainage port of a 'bakri tamponade balloon catheter' was leaking after placement. The patient required the balloon placement following a 400ml blood loss post vaginal delivery. Uterine massage and oxytocin treatment were done prior to balloon placement. After placement of the balloon, the device was injected with normal saline and found to be leaking. The leaking balloon was removed and a new balloon was used to complete the procedure successfully. The device was not used in proximity of any metal tools that might have damaged the balloon. The patient's estimated blood loss after device failure was 50ml. The patient was considered hemodynamically stable and no transfusion of blood products was needed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: it was reported that the drainage port of a 'bakri tamponade balloon catheter' was leaking after placement. The patient required the balloon placement following a 400ml blood loss post vaginal delivery. Uterine massage and oxytocin treatment were done prior to balloon placement. After placement of the balloon, the device was injected with normal saline and found to be leaking. The leaking balloon was removed and a new balloon was used to complete the procedure successfully. The device was not used in proximity of any metal tools that might have damaged the balloon. The patient's estimated blood loss after device failure was 50ml. The patient was considered hemodynamically stable and no transfusion of blood products was needed. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), documentation, manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device(s) was/were also conducted. One, used, 'bakri tamponade balloon catheter' was returned for investigation. The product was returned without packaging. When water is used to inflate balloon, it leaks through proximal tip. During investigation, the proximal tip separated from the catheter body. A summary of the physical examination and photos were sent to the supplier for investigation. Cook has concluded that the device was manufactured to specification. The supplier of the balloon performed an investigation. Most likely the cure curve of the raw material used to produce the failed tips was not compatible with the process parameters of the molding press and the available molecules of the extruded tube. The cure curve is also influenced by the age and shelf life of the mixed material. Depending on what date the parts were manufactured, the material could have been as old as several weeks and was most likely stored in a freezer and been re-milled. It was determined the supplied device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformance's reported for lot. A complaint history database search showed one other complaint for balloon leakage associated with the complaint lot number. However, the location of the leakage along the other complaint device could not be determined the device was not returned. Therefore, it could not be confirmed if the two complaints are both related to leakage at the proximal tip. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU [t_j-sosr_rev4; 'bakri postpartum balloon'] supplied with the device states the following in consideration of the reported failure mode: 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, a definitive root cause could not be determined. The complaint is confirmed based on customer testimony and examination of the returned complaint device. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.